Event description:
The device was returned with no information. Review of the manufacturer's database revealed the patient was deceased. The device subsequently tested out of specification during manufacturer's analysis. A cause of death was requested and not received.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a cosmetic depression while in vivo. (B)(4).